Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, during initial analysis of logs shows an issue with the cfb communication. Issue is not reproducible. Exact root cause is not established. However, it is most likely caused by a hardware issue on the epc. Investigation is ongoing for display freeze issue with long-term hardware tests. The suspect device's mainboard has been replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 start to alarm with red leds and the user interface was freeze/blocked. It continues to ventilate the patient. The end user cannot do anything and used another back up ventilator for the treatment of the patient. There was no patient harm reported from this event.